Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medical device report #: 3004209178-2014-84286.

Event description:
Customer reported a hospitalization due to low blood glucose. The blood glucose reading was 20 mg/dl. Customer stated that the sensor glucose and blood glucose are off. During troubleshooting, offered to mail courtesy sensors to replace what customer wasted. Nothing further reported.